Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil had offset coil winds and was intact on its pusher assembly. The introducer sheath was not damaged and blood was present inside the introducer sheath. Conclusions: evaluation of the returned ruby coil revealed a device with offset coil winds. If the ruby coil is forcefully advanced and retracted while experiencing resistance, damage such as offset coil winds may occur. During functional testing, the introducer sheath was reseated onto the device. Subsequently, the ruby coil was able to advance out of its introducer sheath with minimal resistance. The offset coil winds may have contributed to the inability to advance the device through its sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. During the procedure, the physician advanced the first ruby coil successfully into the target vessel using a non-penumbra microcatheter. The physician then attempted to advance another ruby coil, however, it did not advance completely through its introducer sheath. Therefore, the ruby coil was removed and was not used in the procedure. The procedure was completed using another ruby coil, additional coils, and the same microcatheter. There was no report of an adverse effect to the patient.